Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), atrial and right ventricular lead displayed oversensing that resulted in pacing inhibition. The device started charging, but diverted prior to shock delivery. It was unknown whether there was asystole greater than two seconds. A decision was made to replace the atrial and rv leads. When the atrial lead was disconnected, the set screw did not seem to loosen easily. The rv lead was removed and replaced, however the puncture was difficult. Due to the difficult puncture and as the patient with this system has a chronic atrial fibrillation (af) intrinsic rhythm, a decision was made to leave the chronic atrial lead. This device and right ventricular lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The atrial and right ventricular lead barrels were analyzed and found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.